Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-01301. It was reported that the patient's blood pressure dropped. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device and delivery system along with a watchman access system were utilized. During the procedure the patient's systolic pressure dropped below 60 mmhg several times. There was no pericardial effusion and the reason for the drop in pressure was unclear. The physician stopped the procedure to handle the patient's hemodynamics. There were no further patient complications reported and the patient 's status is stable.